Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe safetyglide 1ml w/ndl 27x3/8 ib needle went through the shiled. The following information was provided by the initial reporter: rcc received a complaint via email. Facility contact: xxxxxx department: materials management xxxxxx. Product catalog number: 303327 product description: needle syringe 0.375in 1ml bd general-purpose sterile disposable safetyglide /ndl 27x3/8 ib. Origin of the issue: nursing detail: lot #: employee health alerted supply chain that employee "reported having several near misses with this item because the safety didn't engage properly and pushed the needle away instead of covering it" number of occurrences: 2.0 sample available: no. Lot number: 5160270l1. Additional information provided: any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. Employee stuck herself with the needle while trying to recap. She reported past near-misses from the same system previously where the cap did not cover the tip of the needle, but we don't have previous reports with lot number incriminated. Can you please provide an exact date of event in format dd-mmm-yyyy? 14/12/2025 please confirm the lot number, given lot #5160270l1 is not valid for mat# 303327. Ref number is 305930 lot number is correct, see picture 5160270l1.

Manufacturer narrative:
Investigation summary: no photo or sample was received for the customer's complaint of safety mechanism failures. Without further information like a physical sample for investigation, the complaint cannot be verified and root cause of this failure remains unknown. The manufacturer has been notified of this occurrence. The production history was analyzed and there were no issues found during quality inspections that would lead to this issue.

Event description:
Codes.

Event description:
Additional information provided by customer: "we had to test the source patient and employee for infectious diseases after the incident but no further medical interventions were necessary".

Manufacturer narrative:
(B)(4). Follow up report for additional information provided by customer, "we had to test the source patient and employee for infectious diseases after the incident but no further medical interventions were necessary".

Manufacturer narrative:
No photo or sample was received for the customer's complaint of safety mechanism failures. Without further information like a physical sample for investigation, the complaint cannot be verified and root cause of this failure remains unknown. The manufacturer has been notified of this occurrence. The production history was analyzed and there were no issues found during quality inspections that would lead to this issue.

Event description:
Codes.